Event description:
A nurse reported that a red screen and system message appeared during surgical procedure. The customer has declined to provide any additional info regarding the event; however, no pt harm has been reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).